Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 20 mg/ml of morphine at 4.6 mg/day via an implantable pump for spinal pain. It was reported that a motor stall was seen upon interrogation and the patient had recently had a magnetic resonance imaging procedure (MRI). The MRI was unrelated to the patient's infusion device or therapy. The motor stall had not recovered in the logs and it had been two or more hours since the patient exited the MRI field. Motor stall considerations were reviewed. No symptoms were reported. It was indicated the event had occurred on (B)(6) 2019. No further complications were reported or anticipated.